Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 146 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was unable to verify that the time was advancing on the insulin pump. The customer reported removing the battery for 20 minutes, but was unable to clear the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.